Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non tortuous and non calcified graft venous anastomosis. A 10.0 x 80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, a pin hole leak was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.